Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: united kingdom the investigation is complete. This is an initial final report submission. Review of the most recent repair record determined that the ratchet was stuck and the comb was damaged. Some components were worn. The bottom roll, comb, screws, and gear were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that outside of surgery on an unknown date, the device was identified as needing repair. There was no harm or delay as there was no patient involvement. Due diligence is complete and there is no additional information available. During device evaluation the technician verified that the comb was damaged no adverse events were reported as a result of this malfunction.